Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2021, that the patient's bleeding resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
The patient's may gi bleed was reported under MFR 2916596-2021-02720. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with gastrointestinal (gi) bleeding. The patient refused further scopes, however the chronic gi bleeding was firmed with a past colonoscopy on (B)(6) 2021, as there were multiple small-mouthed diverticula found in the sigmoid colon. The patient's melena had resolved and hemoglobin and hematocrit (h&h) had been stable at 8.0 hbg. They continued diuresis with continuous renal replacement therapy (ccrt) and optimization of dobutamine therapy, with hopes to discharge home.